Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing teeth were damaged and one band was overlapped. Also, it was found that the slack was taken up and the handle had evidence that the trip wire was secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon observation, it was noted that the bands were overlapped. This failure mode may be related to the technique used by the physician or the manner in which the device was handled during deployment. It is possible that the positioning of the device or anatomical tortuosity during the procedure affected the functionality of the handle, thereby impacting band deployment. Additionally, depending on the technique used to grasp the varix or polypus with the ligator unit, the suture may have been displaced due to procedural movement, resulting in improper band deployment and overlap. There is also a possibility that an attempt to release the band from the suture caused damage to the teeth of the device, further contributing to the deployment failure. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, causing the teeth to become damaged and also affect the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure and inside the patient, the ligation band could not be deployed. The bands were found to be knotted and twisted together. Although two bands were successfully deployed, it was not possible to deploy any additional ones. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure and inside the patient, the ligation band could not be deployed. The bands were found to be knotted and twisted together. Although two bands were successfully deployed, it was not possible to deploy any additional ones. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.